Event description:
Medtronic received information that a core valve transcatheter bioprosthetic valve was implanted valve-in-valve in to a stenotic st. Jude medical toronto-tspv-25mm. The implant was successful and no adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).